Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records: on (B)(6) 2005 the patient was diagnosed with recurrent ventral hernia and underwent repair with removal of an unknown ¿marlex¿ mesh (unspecified) and implant of a genzyme sepramesh. About one year later on (B)(6) 2006, the patient was diagnosed with ventral incisional hernia and underwent repair with implant of a bard/davol flat mesh. About 12 years later on (B)(6) 2018, the patient was diagnosed with an incisional hernia and underwent laparoscopic lysis of adhesions and repair. Per the operative details, "we noted diffuse dense adhesions throughout the abdomen. We noticed that the hernia was about 1.5 cm and flanked by 2 pieces of mesh (unspecified) from the patient's previous hernia repair. The remaining portion of the mesh that was there. We were not able to see as this was adhesed to the anterior abdominal wall as well as some suture that looked like that was used to close the patient's original incision. So, because of the size and because of it being flanked by 2 meshes, we decided to just suture the 2 meshes together in order to close up the hernia defect that was noted there."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr (1213643-2021-02003) submitted. This supplemental emdr has been submitted to report the product and additional event details provided in the medical records received. Based on the information received, the patient experienced hernia recurrence and adhesions post-implant of the bard flat mesh and underwent surgical intervention. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Based on the information received, there is no way to determine whether the bard flat mesh may have caused or contributed to the problems experienced due to the patient¿s complicated medical/surgical history and limited clinical information provided. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.